Event description:
It was reported that an ilet pump generated repeated restart alerts identified as alert 38 for consecutive motor stalls approximately five minutes apart after each restart, and the user received ¿unable to proceed¿ during the rewind stage of a dry run despite multiple restarts and updated firmware; dosing was paused during alerts, the user was using a 6 mm steel infusion set, and backup subcutaneous insulin by pen was used. Symptoms included hyperglycemia with blood glucose in the 200 mg/dl range. Outcomes included device replacement and temporary transition to backup therapy without hospitalization or medical intervention. Investigation included review of alarm history, confirmation of firmware status, guided troubleshooting including charging above 50 percent and repeated restart attempts, and arranging device replacement. Investigation of this case revealed a stalled motor during insulin delivery linked to the pump drive system, consistent with a device malfunction that prevented completion of the rewind process. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction of the motor/drive mechanism.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.